Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) 3i t3® non-platform switched tapered implant 5 x 11.5mm (bost511) was returned for investigation. Visual evaluation of the as returned product identified the implant returned with a crown attached. No apparent malfunction with the returned devices. Dried blood inside implant drive feature. Product matched print specification where measured. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 30 (universal) and was used for approximately 3 months, and 20 days. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2019021391). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019021391) for similar events and no other complaint was identified. Based on the available information, device malfunction did not occur and the reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/nonverifiable. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that implant was removed from site #30 due to pain. No further injury to patient and no medical history reported.